Event description:
It was reported that a revision surgery will be performed to revise and replace the device.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that a revision surgery will be performed to revise and replace the device.

Manufacturer narrative:
The device is not available for return however, postoperative images were provided and reviewed. The post-operative images show that all screws of the right mandible implant component are loose. Therefore, the reported loosening of the screws can be confirmed. If further information becomes available, the investigation will be re-evaluated.